Event description:
A fragment of the stylet (25 mm) broke inside the patient on a left sided PICC placement. The initial x-ray showed a loop but when the nurse pulled the stylet out, the loop was still on the screen. Catheter was trimmed at 48 cm. Fragment was removed successfully. (B)(6) 2014 - PICC line was removed and a new one was placed.

Manufacturer narrative:
A lot history review (lhr) of reyd1416 showed no other similar product complaint(s) from this lot number. The complaint of a break in the tls stylet was confirmed. The returned product is a 1.3 inch segment of the tls stylet that contains magnets. The proximal end of the stylet wire exhibits a break int eh polyimide tubing. Microscopic examination ((B)(4)) reveals an intra-magnetic break with the polyimide tubing. The proximal end reveals an exposed magnet. The complaint incident occurred during the placement procedure. If unusual resistance is met during manipulation of the tls wire, discontinue the procedure and determine the cause of resistance before proceeding. At this time the mechanism of damage is undermined. The proximal section was not returned for evaluation.